Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "device rupture" confirmed via ultrasound and "leaking". Later patient reported "I'm in a lot of pain", "severe chest pain and breathing pain", "the situation is very stressful for me, both physically and mentally. Since I have developed an anxiety disorder", "there is already silicone in the lymph node", "intracapsular implant rupture" confirmed via ultrasound and "lymph nodes on the left axillary" confirmed via ultrasound. This record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, g2, h6.

Event description:
Capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "device rupture" confirmed via ultrasound and "leaking". Later patient reported "I'm in a lot of pain", "severe chest pain and breathing pain", "the situation is very stressful for me, both physically and mentally. Since I have developed an anxiety disorder", "there is already silicone in the lymph node", "intracapsular implant rupture" confirmed via ultrasound and "lymph nodes on the left axillary" confirmed via ultrasound. This record is for left side. Capsulectomy was performed. Device has been explanted.